Event description:
It was reported that the left ventricular lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis comments revealed that they could not electrically test continuity of distal coil due to lead removal wire. Performed destructive analysis and visual inspection of distal coil. No discontinuity was observed.

Event description:
It was reported that the left ventricular lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.